Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: device was returned and analyzed. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Non-physiologic oversensing was noted on the electrogram of episodes 1469 and 1474. Mirror image noise consistent with compromised lead insulation was found. However, with only the device replaced, further analysis is not possible without the return of the leads. (B)(4).

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited oversensing and noise. The rv lead had sensing integrity counter (sic). It was also reported the implantable pulse generator (ipg) had a suspected header issue. The ipg was explanted and replaced and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.